Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2016,, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained test strips. Visual inspection has been performed on the returned meter, no issue was observed. Meter did not power on with button depression or test strip insertion, and the indicator lights did not flash. Attempted to download meter data, meter did not communicate and meter display blank. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cases meter observed contamination of water-based liquid on circuit board. Therefore, this issue is not confirmed to use. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.